Manufacturer narrative:
(B)(4). Evaluation summary: one returned sample without the pouch was received for evaluation. No defects were observed during visual inspection. The male luer lock with a retractable collar was tested and found to be working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the user was unable to make a connection with the collar of an administration extension set to a threaded cannula. This event did involve a patient. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.